Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/29/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to the aci sales representative that a (B)(6) female patient underwent a coronary intervention procedure (rca stenting) the week of (B)(6) 2010 (exact date unknown) in which the mynx device was used for femoral artery closure. During the catheterization procedure, iib/iiia was administered. Following the case, a femoral angiogram showed the sheath insertion to be at the bifurcation with disease in the vicinity of puncture. The physician proceeded to the use the mynx for femoral artery closure. No 50/50 contrast/saline mixture was used to prep the balloon for visualization during pullback. Following mynx deployment, there was an immediate hematoma. A femostop was placed and the patient was transferred to the floor. Later (exact timeframe unknown), the hematoma had developed to 10 x 30 cm and the patient's hgb had dropped from 11 to 4. The patient was sent immediately to surgery where active bleeding was noted at the access site and successfully repaired. It is unknown if the patient was transfused. The patient was transferred back to the floor. Later (exact timeframe unknown), the patient's leg was noted to be cold and blue with no distal pulses present. In addition, the patient's blood pressure had dropped. Due to a drop in blood pressure, the patient sustained multiple organ failure and subsequent death. The exact date of death is unknown. No further information was provided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.